Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: va1s1r1, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-11-27 crts 3946762 (rep, for, con): the patient reported via the manufacturing representative that while at work and around high voltage machines the patient reported getting shocked or stimulation increasing even though stimulation was turned down very low. The patient went back to work and worked in a factory or machine area. The manufacturing representative was meeting with the patient to do some reprogramming when the patient mentioned the event. It was reviewed to consider turning off the stimulation while around that equipment or increase the distance from that equipment. 2019-12-06 initial reporter (for, rep): additional information received from the manufacturing representative reported that it was not known if the event resolved. The patient was given information regarding electromagnetic interference.